Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), genital haemorrhage ('abnormal bleeding (general)'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 684659-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, abnormal uterine bleeding and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain/ still having pain in abdominal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral), hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, migraine and vaginal haemorrhage outcome was unknown and the heavy menstrual bleeding had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: since her essure implantation, plaintiff has suffered two miscarriages (first miscarriage case (B)(4)). Further she has become pregnant and given birth to two children (cases (B)(4)). Patient received treatment for pelvic pain, abdominal pain, menorrhagia and migraine. Date of insertion: 2013 (discrepancy). Date of removal: (B)(6) 2018 (discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Total bilateral occlusion, migration of essure device. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), genital haemorrhage ('abnormal bleeding (general)'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 684659-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain/ still having pain in abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral), hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, migraine and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: since her essure implantation, plaintiff has suffered two miscarriages (first miscarriage case (B)(4)). Further she has become pregnant and given birth to two children (cases (B)(4)). Patient received treatment for pelvic pain, abdominal pain, menorrhagia and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Total bilateral occlusion, migration of essure device. Most recent follow-up information incorporated above includes: on 11-oct-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), genital haemorrhage ('abnormal bleeding (general)'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 684659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain/ still having pain in abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral), hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, migraine and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: since her essure implantation, plaintiff has suffered two miscarriages (first miscarriage case (B)(4)). Further she has become pregnant and given birth to two children (cases (B)(4) and (B)(4)). Patient received treatment for pelvic pain, abdominal pain, menorrhagia and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Total bilateral occlusion, migration of essure device. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Events: abnormal bleeding (general), abnormal bleeding (vaginal) were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain (" abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraine") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain and migraine outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: since her essure implantation, plaintiff has suffered two miscarriages (first miscarriage case (B)(6)). Further she has become pregnant and given birth to two children (cases (B)(6)). Patient received treatment for pelvic pain, abdominal pain, menorrhagia and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction however they cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical event(s) are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event(s) and/or lack of efficacy event(s) cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- case become incident. New events pelvic pain chronic, abdominal pain chronic, menorrhagia and migraine were added. Patient's demographic details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.